Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date device returned (B)(4) 2013. The device was returned and we could not verify customers concerns regarding over -heating. Pre- testing was done before repairs. The unit never exceeded 100 degree f. There were some other problems. With the unit the motor was corroded the threads on the housing were stripped and the wheel was not turning. The item was repaired and returned to the customer.

Event description:
It was reported the handpiece was getting hot while in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.